Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, the patient's symptom was considered high risk due to diabetes. No additional adverse patient effects were reported. This ra lead was explanted.